Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) episodes. On or around (B)(6)2024 (customer was unable to specify dates) the customer experienced a "low" bg; although specific value was not provided. Reportedly, due to the low, the customer lost consciousness and fell resulting in an ambulance ride to the hospital as well as a cracked tooth and contusions. While in the hospital, the customer was treated with an intravenous fluids of saline. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.